Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a wife reported that her husband of unspecified age had been using the oral-b dual clean brushheads with his oral-b rechargeable toothbrush, version unknown and reported that the heads came off in his mouth. The scratch test was performed and the logo did not come off. He had used the brushheads before. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a wife reported that her husband of unspecified age had been using the oral-b dual clean brushheads with his oral-b rechargeable toothbrush, version unknown and reported that the heads came off in his mouth. The scratch test was performed and the logo did not come off. He had used the brushheads before. No symptoms developed.